Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer reloaded the cartridge to resolve the issue. Customer will continue to use the pump until the replacement pump arrives. Customer¿s blood glucose level was 500 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.